Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported lack of pacing output. The epg passed all incoming tests. Analysis did note that the battery contacts were contaminated, the battery drawer was damaged, and the lower case was damaged. The epg was returned to the customer without repair at the customer's request. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) did not create a pulse. The epg was returned for service. No patient complications have been reported as a result of this event.